Event description:
It was reported that the patient was programmed to a high output current and had a heart block. The patients output current was reduced and the reported issue resolved. No other relevant information has been received to date.